Manufacturer narrative:
Additional information was requested but not yet provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for general malaise with diarrhea on (B)(6) 2022. The patient had increased power and was complaining of power draining from batteries (lasting only 3 hours) on the black cable side. Log file review noted continuous pump power and flow elevations between (B)(6) 2022 and (B)(6) 2022. Lactate dehydrogenase (ldh) appeared high which could indicate a potential buildup in the pump loop which may explain the high power. The patient underwent a hm ii to hmii pump exchange for pump thrombosis on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), revealed the presence of thrombus in the pump that could have contributed to the reported elevated lactate dehydrogenase (ldh) and power elevations that were confirmed through the evaluation of the submitted log file. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing. The distal end of the driveline was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned upon disassembly of (B)(6), examination of the rotor inlet revealed a dark red, denatured deposition loosely adhered to the inlet bearing ball and two very thin thrombus rings strongly adhered around the inlet bearing ball. The laminated structure of the ring-shaped thrombus formations and the denaturation of the larger deposition indicate that the depositions were likely present while the device was supporting the patient. Evaluation of the rotor revealed a small tissue-like deposition situated on the vanes of the rotor that appeared to extend to the inlet bearing ball. In addition, a large, tissue-like deposition was observed on the rotor mid-section partially occluding the vanes of the rotor. The thrombus formations were not adhered to the rotor, but areas of the formation were hard and denatured, indicating that it was present while the device was supporting the patient. The non-laminated structure of this deposition suggests that it formed elsewhere before being ingested into the rotor; however, the specific origin of this deposition could not be conclusively determined. Additionally, examination of the proximal side of the outlet stator revealed a small, tissue-like deposition adjacent to the outlet bearing ball. The thrombus showed signs of denaturation suggesting that it was present for an undetermined period of time. The lack of laminated layering suggests that the thrombus did not initially form in the outlet stator; however, its origin could not be determined. Although a specific cause for the development of the observed depositions could not be determined through this evaluation, the depositions could have contributed to the reported elevated ldh. Moreover, while a duration of time for which the depositions were present in the pump could not be conclusively determined, they could have created additional resistance on the spinning rotor, potentially contributing to the elevations in power and flow that were confirmed through the evaluation of the submitted log file. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. Section 1 ¿introduction¿ of this document lists hemolysis and pump thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Sections 1 "introduction" and 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. In addition, the sleeping section of the hm3 lvas patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. Document fab, heatmate ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.